Event description:
Customer reported an under infusion of multivitamins. The pump module was programmed to infuse 50ml bag of multivitamins at 50ml/hour with a vtbi of 50ml and the infusion was started later, the pump alarmed vtbi complete and was infusion at kvo. The user noted some fluid remained in the bag, entered a new vtbi of 30ml and restarted the infusion. Later, the device alarmed vtbi complete and upon further inspection, the user noted 50ml remained in the bag and the pump indicated a vi of 80ml. The administration set was traced down from the bag, through the pump, to the pt and the user discovered the roller clamp on the vi set was closed. The customer inquired why the pump did not alarm for occlusion and why did the device indicate a vi of 80ml. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.